Event description:
Had essure procedure (B)(6) 2010. It was the worst experience ever. The procedure was brutal. I never said anything to my doctor, he hyped essure up so much. He delivered my son in 2007 and I respected him. I have had excruciating periods since and abdominal pain often. I've been to the doctors they've done all kinds of tests and say everything is fine. It's not.